Event description:
The aortic cannula was placed into the patient with the tip oriented toward the aortic cross clamp rather than away from the cross clamp. It was reported that repair to the aorta beyond that typically required for this type of surgery was necessary. It was also reported that the pt recovered from the surgical procedure without adverse consequence.